Manufacturer narrative:
The customer¿s report that fentanyl infused too fast was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log shows that there were no entries for any infusion having been programmed to run at 5ml/hr on (B)(6) 2016 as the customer reported, and no entries for the first fentanyl infusion that was reported to have started at 10:43pm on (B)(6) 2016 and found empty at 3:41 am on (B)(6) 2016. The log shows that the pump module had been in an idle state since it was last channeled off at 7:39 am on (B)(6) 2016. At 3:42am on (B)(6) 2016 fentanyl 1000mcg/100ml (drugid (B)(4)) was programmed to infuse at 5ml/hr (dose 50mcg/hr) with a vtbi of 100 ml. The infusion was briefly paused and restarted several times. At 6:29 am a 5 minute delay was programmed. At 6:34 am after the callback alarm another 5 minute delay was programmed. A 6:36 am the system was powered off. A total of 13.444ml was recorded as having infused. Functional testing was performed and found the device to be delivering fluid within specification. The root cause of the customer¿s report was not identified.

Event description:
The customer reported that at 2243 on (B)(6) 2016 a primary infusion of fentanyl 10mcg/ml in a 100ml bag was hung with new tubing. The infusion was started at a rate of 5ml/hr and was found empty at 0341 on (B)(6) 2016. A new bag was hung at that time and at 0545 it was noted to be almost empty, although the pump showed 88ml remaining to be infused. The patient had previously been intubated and sedated and no adverse effects occurred.

Manufacturer narrative:
The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed. No devices received, log review only.

Event description:
Customer reports that a primary infusion of fentanyl 10mcg/ml in a 100ml bag started infusing at a rate of 5ml/hr at 2243 pm on (B)(6) 2016 and was found empty at 0341 am on (B)(6) 2016. At 0341 am the nurse started a new infusion of fentanyl 10mcg/ml in a 100ml bag started infusing at a rate of 5ml/hr at 0341am on (B)(6) 2016 and noted the bag to be almost empty but showing 88ml left to be infused on the pump. No patient harm reported.